Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a patient who was receiving lioresal [2000 mc g/ml] at a dose of 800.1 mcg/day via an implantable pump for intractable spasticity and head/brain injury. The consumer reported on 2017-jan-23 that there was an ¿extreme issue¿ that all began in (B)(6) 2016 with a catheter leak. It noted that the catheter leaked on and off and that there were four surgeries with two hematomas and the patient was rushed back to surgery to correct them. The patient had been miserable with vomiting and dizziness since (B)(6) 2016 and had been on zofran and valium for it. It was stated that after the first two surgeries the hematoma was the ¿size of a softball.¿ they then went home, which was a four and a half hour drive back, and then swelling occurred again with leaking of clear fluid. They called the doctor back and the patient had surgery again. It was indicated that the first was a ¿muscle hematoma¿ and was corrected with surgery and that the second was a ¿tissue hematoma¿ and had been corrected with a binder. It was reported that the patient¿s back continued to ¿rise¿ again but they were told not to worry as it was not another fluid leak after they were in the emergency department (ed) for 10 hours on friday, per the consumer. On (B)(6) 2017 the hematoma then ruptured and blood and cerebrospinal fluid (csf) leaked all over. The managing doctor was unsuccessful in correcting the issue and the consumer did not feel comfortable with that doctor doing another surgery for the patient. It was indicated that the ed doctors spoke with another doctor about correcting the issue but he did not want to do the surgery and refused. The consumer reported there were no other doctors that could take care of the patient¿s issue of the recurring hematomas and csf leaks. The consumer noted that there had been ¿a few hiccups¿ but she loved the pump and that the patient had a traumatic brain injury but knew everything that was going on around him. The consumer was frustrated and had contemplated contacting an attorney but wanted to get the issue corrected because her goal was to have the patient properly taken care of. Additional information was received from a representative on 2017-jan-23. It was reported that there were ¿no symptoms to report¿ and that the patient¿s family noticed a large fluid filled pocket in the spinal incision section that was determined to be caused by a csf leak. There were no factors that may have led or contributed to the issue to report as normal daily routines were reported. It was indicated that the doctor said that he examined the pump and that the catheter was determined to be working, said it was a csf leak. The doctor surgically opened up the spinal incision in hopes of finding the leak and closing it as a surgical intervention taken to resolve the issue. It was further detailed that the implants had been tested and were working and that the catheter was patent. It was a recurring csf leak that the doctor had tried multiple times to find and close off the leak. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and that it was unknown if the issue was resolved. The drug information was reported to be lioresal with a concentration of ¿500 mcg¿ at a dose of ¿600 mcg¿ which was conflicting with the information that was previously reported by the consumer. Additional information was received from a representative on 2017-jan-24. It was indicated that the representative did not know what the ¿hiccups¿ the consumer was referencing. The representative reported that per the managing healthcare professional (hcp), the patient¿s mother had asked for the catheter tip level to be moved down one level in (B)(6). The hcp then moved it down for her which was where the problems started apparently with the csf leak. Per the hcp, the patient was brought back to the operating room for csf leak and the hcp tied stitches around the area where he thought it was leaking. Per the hcp, it was determined that the catheter was working and that this was not a product issue but a csf leak only. There were no catheter leaks, the csf was leaking and there was no product related issue. It was indicated that the cause of the hematomas and csf leaks was not determined and not been resolved at this time.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information received on 2017-apr-19 from a consumer via a manufacturer representative reported a catheter event. It was stated that the patient has had 4 surgeries between (B)(6) 2016 and (B)(6) 2017. It was noted that the first surgery was to "pull the catheter down" to a lower level in the spine. There was no information provided regarding the other surgeries. A (B)(6) study was done today ((B)(6) 2017) and the catheter looked intact and there was no leakage from the catheter. The catheter "appeared to be fine." It was noted that the patient experienced some swelling at the incision site in the back and around the pump going back to surgery in (B)(6) 2016. It was noted there was no allegation of withdrawal or a problem with the therapy. No further complications were reported/anticipated.

Event description:
Additional information was received. It was reported that upon further review, the catheter was spliced when it was moved down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.